Event description:
"The cage cracked during surgery and the doctor wanted to report this." The customer stated there was no pt injury. The vu a pod prime device was intact in the operating room, prior to insertion in the pt. It was "properly sized out and there were no cracks at that time". He said the surgeon noted it was "tight at the l5-s1 joint and after being fully seated it was noted the device had cracked during impaction when it was fully inserted. The surgeon felt the device was secured well, and there would be more harm to the pt by removing the device so this device was implanted."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.